Event description:
It was reported that during a laparoscopic procedure, the balloons were burst. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument a based upon the visual and functional examination, it was concluded that the balloon was cut with a sharp object. The instrument was returned for analysis intact but without the spacer on the device. Intrument b: based upon the visual and functional examination, it was concluded that the balloon has been scratched, compromising it and causing it to burst. The instrument was returned for analysis intact but without the spacer on the device. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Before use on the patient. Was this the initial use of the device? Yes. How long has the surgeon been using this device? Unk. What other devices were used in conjunction with the device? Unk. Was the sales rep present during the event? Unk.